Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. Post procedure, it was noted that the cvc cuff had extruded and was exposed. Reportedly, the catheter was removed. The procedure was completed using another device. There was no patient reported injury.

Manufacturer narrative:
H10: manufacturing review: a manufacturing review was not requested as the lot number reported is unknown. Investigation summary: the physical device was not returned for evaluation. No photos were provided for review. The investigation is inconclusive for the reported loosening of implant not related to bone ingrowth and expulsion issues for both the devices as no objective evidence was provided for review. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (component, method). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. Post procedure, it was noted that the cvc cuff had extruded and was exposed. Reportedly, the catheter was removed. The procedure was completed using another device. There was no patient reported injury.

Manufacturer narrative:
H11: upon review, the event was initially misclassified as a serious injury due to inadvertent interpretation of the catheter involved and the term expulsion as skin erosion. Further assessment confirmed that the reported catheter involved was a glidepath dialysis catheter, and the reported issue was catheter cuff extrusion/exposure. There was no reported patient injury. Therefore, the file was reassessed for reportability and determined to be a malfunction. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. B1, b5, g3, h1, h6 (patient). Section a through f: the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Manufacturer narrative:
H11: additional information was received, and it was stated cuff was exposed and extruded and hence that the file was reassessed for reportability and determined to be reportable as serious injury. As the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow up report will be submitted as applicable. B1, b2, b5, d4 (unique identifier (UDI) #), g3, h1, h6 (patient, device, method, result, conclusion). Section a through f :the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2026, a patient underwent a dialysis catheter placement procedure using glidepath hemodialysis catheter. Post the procedure, it was noted that the cvc cuff had extruded and was exposed. Reportedly, the catheter was removed. The procedure was completed using another device. The current status of the patient was unknown.

Event description:
A patient underwent a dialysis catheter placement procedure using a glidepath hemodialysis catheter. Post the procedure on (B)(6) 2026, it was noted that the catheter had extruded. Reportedly, the catheter was removed. The procedure was completed using another device. There was no reported patient injury.

Manufacturer narrative:
H11: as the lot number for the device was not provided, a review of the device history records could not be performed. The sample was not returned to the manufacturer for inspection/evaluation. Therefore, the investigation of the reported event is inconclusive. Based upon the available information, the definitive root cause for this event is unknown. The instructions for use (IFU) is adequate for the reported device/patient code(s) and provides general instructions for use, as well as warnings, precautions and potential complications associated with the device. Upon receipt of new or additional information, a follow-up report will be submitted as applicable. Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.